Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set adhesive was causing her skin to be irritated. The customer also reported that she was experiencing pain during sensor insertion. Customer stated that she felt a knot in her skin at the insertion site, which she did not think was scar tissue. The customer reported that this knot was painful. The customer later tried to confirm whether or not the sensor cannula had broken off in her skin, but was unable to. The customer was advised to contact her doctor. Blood glucose level at the time of the incident was not provided. The sensor was not replaced or returned for analysis.